Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the middle segment of the left anterior descending artery. A 10mmx2mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst during pressurization. The device was removed directly, and the procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft, and there were no issues with the outer and inner lumen, and mid-shaft section. Microscopic analysis detailed a 4mm longitudinal tear in the mid-section of the balloon material. Two segments of the distal blade were lifted, while the third one had no damage and was fully bonded. All three blade pads were found intact, and there was no damage at the tip.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the middle segment of the left anterior descending artery. A 10mmx2mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst during pressurization. The device was removed directly, and the procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.